Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed fluid dripped from the wash line. The fse replaced the 2-way solenoid valve / wash valve to resolve the issue. (B)(4).

Event description:
The customer reported fluid leak under the cc (cartridge chemistry) sample probe, on the unicel dxc 600i synchron access clinical system while performing instrument maintenance. The customer wore personal protective equipment (ppe) during this incident. The leak was contained within the instrument. The customer has a risk management plan in place. No erroneous patient results generated.